Event description:
It was further reported that the batteries were returned to the manufacturer because the batteries were not visible in the log files. The batteries subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection. Visual inspection of (B)(6) and (B)(6) revealed an illegible release indicator on the connector cable. Of note, it was observed that the batteries had exceeded the useful operating life of 500 charge and discharge cycles. These are additional findings not related to the reported event. The most likely root cause of the observed illegible indicators on the batteries' connectors can be attributed, but not limited, to wear and/or the handling of the devices. The most likely root cause of the observed 500 charge and discharge cycles can be attributed to the batteries reaching the end of their useful life. Functional testing of(B)(6) revealed that the batteries were unable to read the battery status. However, the batteries' capacities were updating properly. The batteries were still able to charge and provide power. Review of log files revealed that the batteries were reporting a serial ID of "0" due to a sealed state during each data log entry. A soft reset was able to reestablish the batteries' functionality. Visual inspection of the controller revealed contamination within both power ports, the serial port, and the pump connector. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports can be attributed to the handing of the device. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 09:41:49, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) was opened to investigate internal battery issues with controller 2.0. The most likely root cause of the reported "serial numbers not logged" event can be attributed to a fault of the integrated circuits that controls the batteries. CAPA (B)(4) is investigating this battery issue. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2017 / serial or lot#: (B)(6), UDI #: (B)(4). D9: yes, return date: 23-mar-2021, h3: yes dev rtn to MFR? Yes, h4: mfg date: 30-apr-2016, h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02013 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15, h6: FDA results code(s): c21, c0601, c19, h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery, d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2017 / serial or lot#: (B)(6), UDI #: (B)(4). D9: yes, return date: 23-mar-2021 h3: yes, dev rtn to MFR? Yes, h4: mfg date: 30-apr-2016, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02013, h6: FDA device code(s): a0705, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c21, c0601, c19, h6: FDA conclusion code(s): d16 , d11, d1105, d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2017 / serial or lot#: (B)(6), UDI #: (B)(4). D9: yes, return date: 23-mar-2021, h3: yes, dev rtn to MFR? Yes, h4: mfg date: 30-apr-2016, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02013, h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c21, c19 h6: FDA conclusion code(s): d16 , d1105 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2017 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 23-mar-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-apr-2016 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02013 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c21, c19 h6: FDA conclusion code(s): d16 , d1105 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the fault in the integrated circuit has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6). H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. D4: serial #: (B)(6). H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. D4: serial #: (B)(6). H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. D4: serial #: (B)(6). H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted due to the reopening of an internal investigation that resulted in a clarification to the device failure narrative and device coding. The awareness date of this report is based upon the completion date of the reopened investigation activity. Product event summary: one (1) controller ((B)(6)) and five (5) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection. Visual inspection of (B)(6) and (B)(6) revealed an illegible release indicator on the connector cable. Of note, it was observed that the batteries had exceeded the useful operating life of 500 charge and discharge cycles. These are additional findings not related to the reported event. The most likely root cause of the observed illegible indicators on the batteries' connectors can be attributed, but not limited, to wear and/or the handling of the devices. The most likely root cause of the observed 500 charge and discharge cycles can be attributed to the batteries reaching the end of their useful life. Functional testing of (B)(6) revealed that the batteries were unable to read the battery status. However, the batteries' capacities were updating properly. The batteries were still able to charge and provide power. Review of log files revealed that the batteries were reporting a serial ID of "0" due to a sealed state during each data log entry. A soft reset was able to reestablish the batteries' functionality. Visual inspection of the controller revealed contamination within both power ports, the serial port, and the pump connector. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports can be attributed to the handing of the device. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 09:41:49, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm, and the batteries were not visible in the log files. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.